Manufacturer narrative:
The initial medwatch incorrectly reported the site registration number. The site registration number is 3011050570.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the previous service performed shows that the unit was repaired accordingly to all specifications and passed all tests. Based on the results of the evaluation, in addition to information previously reported, error codes 400 ref 12, 400 ref 11, and 200 ref 26 were found in the fault log. A root cause of the printed circuit board failure could not be specified. Olympus will continue to monitor field performance for this device.

Event description:
The gyrus, pk-sp generator was returned as part of the asset return process. During routine inspection of the device by olympus, the printed circuit board was found to be damaged. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was evaluated as part of the asset return process. During routine inspection of the device by olympus, the printed circuit board was found to be damaged. There were also minor scratches on the housing. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.